Event description:
It was reported that a uv flash transfer set disconnected from the titanium adapter during use. The transfer set was in use for three months prior to the malfunction. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluated. An evaluation of the actual sample was conducted. Visual inspection, leak testing, clamp function testing and clear passage testing were performed with no issues noted. The integrity of the seal surface was tested with no leaks noted. The dimensional inspection of the returned transfer set sample found the diameter of the catheter connector/patient connector to be within specifications. The sample was not confirmed for the reported issue and therefore, a cause could not be determined. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The sample is reported to be available for evaluation but has not yet been received. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.